Manufacturer narrative:
(B)(4).investigation completed and product evaluated with no defect found on returned meter; on some returned test strips in the vial lot produced e-2/e-5 and one low reading observed. R&d root cause investigation concluded is due to an isolated defective strip vial.

Event description:
Customer complains of erratic results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 109-132mg/dl fasting. Verified test strips expire 11/06/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory (B)(6). Memory concerns:125,25mg/dl- customers concern mainly is the back to back test she performed this morning of 25,125mg/dl. Customers husband is also using the meter. When viewing meters memory she was only sure of the two results of 125 and 25 being hers. All other results viewed in the memory were her husbands which she was not concerned about.